Event description:
Patient presented to the physician with redness and fluid discharge at the neck incision site. Upon examination of the area, the physician noted a lump. Due to concerns of hematoma, the physician prescribed oral antibiotics.